Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported to fresenius customer service that a three batches of naturalyte were resulting in low conductivity during testing/set-up prior to initiating treatment. There was no patient involvement reported. Upon follow up, the bmt reported during setup the conductivity was at 13.2 ms/cm although the theoretical conductivity value (tcd) was set to 13.6 ms/cm. He confirmed no patients were treated with this batch. There was no recent service to the machine. There were a total of 2 cases of each reported lot, however, they were discarded. The hd clinic is utilizing bibags for bicarbonate (unknown product and lot numbers).

Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 4 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20lxac047 indicated that 2248 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac047 met release specifications. As of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac047 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac047 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.